Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep retapped the isolation transformer and verified that the intelligent shutdown did not alarm. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system made a beeping sound and would not boot up. No pt injury was reported.